Event description:
A user facility reported to olympus an issue with ventilation and error e101 occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. The subject device was returned to olympus for device evaluation and the reported allegations were confirmed. The device evaluation revealed that the ventilation was clogged; the unit had a build of dust and debris. The device also had a faded warning label and showed signs of condensation on the chassis. The scope socket was also faulty; the locking mechanism was sticking intermittently. The reported 101 error was confirmed during the inspection. This error code is displayed when the sensor detects an increase in the internal temperature. The device was using an unapproved non-olympus lamp, and this along with the debris build up was causing the device to overheat. A review of the device history record found no deviations that could have caused or contributed to the reported issue the investigation determined that the debris build up in the device, and the use of the non-olympus lamp, were the likely root causes of the reported product problems. Olympus will continue to monitor field performance for this device. Updated fields: d9 - returned to manufacturer: 27-april-2022. H3 - evaluated by manufacturer: yes. H4 - device manufacturer date: 09-december-2015.